Event description:
It was reported that the handpiece was leaking fluid following the sterilization process. There was no pt involvement.

Manufacturer narrative:
The handpiece was not returned to the MFR for investigation. The investigator was unable to duplicate the customer's complaint of leaking lubricant.